Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2013 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was revised. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: "infected open wound above the mesh." ¿infection and inflammatory reaction¿ "removal of infected mesh" and "enterocutaneous fistula." Exploratory surgery noted a "sinus tract that tracked down to the mesh. Sutures were removed, mesh was not removed. Then, required open surgery on (B)(6) 2018, removal of "infected mesh, curettage of a large sinus cavity and debridement." Additional event specific information was not provided.

Manufacturer narrative:
(B)(4). The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span june 15, 2012 through october 9, 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial and gore-tex® suture. Medical records between july 7, 2013 and june 12, 2016 were not provided. Patient information: medical history: obesity: on (B)(6) 2013: (B)(6) lbs., bmi 44.8; on (B)(6) 2017: (B)(6) lbs., bmi 41.6; on (B)(6) 2017: (B)(6) lbs., bmi 42.5; on (B)(6) 2018: (B)(6) lbs., bmi 42.4. Smoking: on (B)(6) 2000: former smoker, 20 years; alcohol: on (B)(6) 2013: alcohol use daily; peptic ulcer disease; hypertension; diabetes, type 2; on (B)(6) 2012: ¿diabetes type 2 has been poorly controlled secondary to frequent procedures and infectious process.¿ on (B)(6) 2012 and (B)(6) 2012: gastrointestinal bleed; on (B)(6) 2012: diverticulosis; on (B)(6) 2017: hernia. Surgical procedures: in 2009: gastric bypass; on (B)(6) 2012: laparoscopic cholecystectomy; on (B)(6) 2013: infected right total hip replacement. Removal of infected right infected total hip, placement temporary antibiotic cement spacer. On (B)(6) 2013: laparoscopic ventral hernia repair. Implant: gore® dualmesh® plus biomaterial and gore-tex® suture. On (B)(6) 2017: wound exploration; on (B)(6) 2018: exploratory laparotomy, removal of infected mesh with curettage of the sinus cavity and debridement. Relevant medical information: on (B)(6) 2012: x-ray abdomen: ¿abdominal pain. Impression: no specific radiographic findings to explain patient¿s abdominal pain. Nonspecific mild gaseous distention of right lower quadrant small bowel loops with few air-fluid levels.¿ on (B)(6) 2012: laparoscopic cholecystectomy; diagnosis: ¿acute cholecystitis¿; description of procedure was not provided. On (B)(6) 2012: discharge summary. ¿hospital course: first postoperative day is unremarkable. Will be discharged on short course of antibiotic therapy. Diabetes type 2 has been poorly controlled secondary to frequent procedures and infectious process. Recently transfused at west jefferson hospital, endoscopy revealed gastric ulcers and status post gastric bypass surgery. Discharged to home.¿ on (B)(6) 2012: upper gi endoscopy; indication: ¿acute post hemorrhagic anemia, iron deficiency anemia.¿ findings: ¿very small amount of stomach was left with severe anatomatic [sic] ulcers but no active bleeding notes. On (B)(6) 2012: upper gi endoscopy; indication: ¿epigastric abdominal pain, acute post hemorrhagic anemia, melena.¿ impression: ¿gastric bypass with small-sized pouch. Coagulation for hemostasis successful.¿ implant #1 [gore-tex® suture] and implant #2 [gore® dualmesh® plus biomaterial] preoperative complaints: on (B)(6) 2013: history and physical. ¿septic gallbladder appears to have caused an infected [tha] total hip arthroplasty.¿ (B)(6) 2013: infected right total hip replacement. Removal of infected right infected total hip, placement temporary antibiotic cement spacer. On (B)(6) 2013: emergency room. ¿hpi [history of present illness]. Presents to the ed with a 2 day history of epigastric abdominal pain. Symptoms began gradually and have been gradually worsening, constant, and moderate since onset. Patient has associated nausea and chills. Patient is currently receiving antibiotics through a PICC line in his right ac since his right hip replacement surgery approximately 3 weeks pta [prior to admission]. He feels that the antibiotics exacerbate his abdominal pain. Patient has no other associated symptoms. Patient reports history of similar symptoms with bleeding gastric ulcer in the past. No known alleviating factors.¿ on (B)(6) 2013: CT renal stone study abdomen pelvis. ¿impression: no acute findings to explain this patient¿s abdominal compliant. Changes of cholecystectomy, roux-en-y gastric bypass, sigmoid diverticulosis and right total hip arthroplasty.¿ on (B)(6) 2013: surgery consultation. ¿abdominal pain-- pt [patient] has an umbilical hernia which may be the cause of his pain. As there is no evidence of bowel in the defect, this could normally be treated as an outpatient. However, since he has had epigastric bypass, the possibility of internal hernia needs to be ruled out (missed on 25% of CT scans). Will plan on diagnostic laparoscopy tomorrow, repair of umbilical hernia +/- internal hernia.¿ on (B)(6) 2013: preoperative diagnosis. ¿abdominal pain, umbilical hernia, possible internal hernia.¿ implant #1 [gore-tex® suture] and implant #2 [gore® dualmesh® plus biomaterial] procedure: laparoscopic ventral hernia repair. [Implant: gore® dualmesh® plus biomaterial 1dlmcp03/10843478, 10cm x 15cm x 1mm thick, oval] [implant: gogore-tex® suture, no allegations, product ID not provided]. Implant #1 [gore-tex® suture] and implant #2 [gore® dualmesh® plus biomaterial] date: (B)(6) 2013 [hospitalization dates (B)(6) 2013 - (B)(6) 2013. Wound class: clean. Findings: ¿umbilical hernia. No other acute process noted.¿ description of hernia being treated: ¿an incision was made in the right upper quadrant, just off the costal margin. Access to the abdomen was obtained using an optical viewing 11 mm trochar with a 0 degree laparoscope. A pneumoperitoneum to 15 mm hg was obtained. The underlying bowel was inspected and found to be free of injury. A 5 mm port was placed in the right lateral abdomen to facilitate dissection. No internal hernia was identified, the entire small bowel was run with no abnormalities noted. The ventral hernia was identified and measured to be approximately 3 cm in greatest dimension. A combination of blunt dissection and electrocautery were used to reduce the hernia contents back into the abdomen.¿ implant size and fixation: ¿the defect was measured and a 10 x 10 cm piece of gore dualmesh was chosen to cover the defect. Gore sutures were placed at the superior and inferior margins of the mesh, as welll [sic] as the right and left lateral edges of the mesh. The mesh was rolled up and inserted through the 11 mm trochar, then unrolled within the abdomen. Stab incisions were made on the anterior abdominal wall corresponding to the sutures on the mesh. A gore suture passer was used to grasp the loose ends of the sutures and pull them through the abdominal wall. Once all of the sutures were brought through, they were tied down. The mesh was inspected and found to lie flush with the abdominal wall, and under no tension. The securestrap was used to place tacks at 1 to 1.5 cm intervals around the circumference of the mesh. The insufflation was then expelled from the abdomen, and all ports were removed. The skin over all incisions were closed using 4-0 monocryl deep dermal sutures.¿ on (B)(6) 2013: discharge: ¿hospital course: this is his second admission in 1 month with similar symptoms. CT abdo [abdomen] showed no acute process, pt s/p [status post] cholecystectomy.¿ ¿he was receiving IV [intravenous] vanc [vancomycin] and rocephin for infected r [right]hip prosthesis that was removed in may, he felt his symptoms were 2/2 [secondary to] IV vanc, he was seen by ID and he was switched to po [oral]cipro and zyvox (course will end on july 9th). He was seen by gen. [Genera] surgery who recommended laparoscopy to r/o [rule out] internal hernia, pt underwent laparoscopy, no internal hernias were found, he had an umbilical hernia that was repaired. Pt is tolerating diet and is stable for d/c [discharge] home.¿ relevant medical information: on (B)(6) 2017: emergency room. ¿wound infection. Abdominal scar opened revealing infection possibly 2 weeks ago, second time, has happened previously. Completed bactrim [antibiotic] regimen yesterday, wound packed. Ultrasound today showed no abscess. Exam: 6 mm opening packed with nugauze. Explored with cotton tipped applicator, non-tunneling, at deepest 6 mm deep, approximately 1.2 cm in diameter, induration surrounding. Wound inferior to umbilicus. Essentially a spontaneously draining abscess . Encouraged to pack wound with hydrofera blue dressing, follow-up with primary care provider. Impression: abscess. Discharged.¿ on (B)(6) 2017: history and physical. ¿skin: wound (abdominal surgical site with intermittent drainage). Surgical scar well-healed with areas of palpable scar tissue.¿ on (B)(6) 2017: discharge. ¿alcohol level in ER [emergency room] was 58. Lower extremity swelling probably secondary to hypoalbuminemia from malnutrition from poor intestinal absorption. Patient will be discharged home.¿ explant #1 [gore-tex® suture] complaints: on (B)(6) 2017: history and physical. ¿chief complaint: hernia. Chronic non healing abdominal incision. Impression: chronic wound infection. Plan: to or for wound exploration.¿ explant #1 [gore-tex® suture] procedure: wound exploration. Explant #1 [gore-tex® suture] date: (B)(6) 2017. Findings: ¿chronic wound.¿ ¿chronic wound with mesh.¿ procedure: ¿a sinus tract was identified and deepened down to the area of concern where some mesh could be seen at the bottom. There was no evidence of any infected area around the mesh. None of the incorporated mesh was taken out, but the stitches that seemed to be the cause of the problem were all removed. This area then had some betadine placed, and it was cleaned thoroughly and then, the wound was then closed in layers with absorbable sutures.¿ on (B)(6) 2017: specimens: ¿none.¿ on (B)(6) 2017: discharge: ¿no heavy lifting (over 10 pounds), pushing or pulling until post operative visit.¿ relevant medical information: on (B)(6) 2017: CT abdomen/pelvis [a/p]: ¿indication: chronic wound with mesh, drainage. Findings: evidence of prior midline abdominal surgery at level of umbilicus. Curvilinear high density structure slowly [sic] anterior abdominal wall, likely corresponds to the reported mesh presumably for [sic] prior hernia repair. There is soft tissue stranding at this exit extending to the overlying cutaneous surface. Impression: mesh device in midline anterior abdominal wall, presumably related to prior hernia repair. There is some soft tissue stranding/thickening at this site as above without evidence of a rim-enhancing fluid collection. No acute intra-abdominal process identified.¿ explant #2 [gore® dualmesh® plus biomaterial] preoperative complaints: on (B)(6) 2018: history and physical. ¿presents with enterocutaneous fistula secondary to multiple operations for hernias and a gastric bypass. CT shows ec [enterocutaneous] fistula with minimal output. Plan: to or for repair of ec fistula.¿ explant #2 [gore® dualmesh® plus biomaterial] procedure: exploratory laparotomy, removal of infected mesh with curettage of the sinus cavity and debridement. Explant #2 [gore® dualmesh® plus biomaterial] date: (B)(6) 2018 [hospitalization date: (B)(6) 2018. Wound classification: not provided. Findings: ¿large sinus containing infected mesh with sinus trach [sic] to the skin.¿ procedure: ¿incision made through a previous incision site. This was deepened all the way to the area of concern, which was read [sic] around his umbilicus. There was a large sinus cavity that could be seen and a tract going to the skin. This was followed down significant amount of granulation tissue around it and this was done, the mesh was removed and sent to pathology for analysis and then the sinus cavity was then debrided and curettaged with cautery. Once this was done, a piece of amniotic membrane was then placed in this area for healing and then the wound was then closed in layers with absorbable suture for the fascia followed by absorbable suture for the subcutaneous tissue and skin all in layers with absorbable suture.¿ postoperative diagnosis. ¿infected mesh and enterocutaneous fistula for infected mesh. However, no evidence of enterocutaneous fistula¿. Specimens: ¿none.¿ [pathology report was not provided]. On (B)(6) 2018: discharge instructions: "no heavy lifting (over 10 pounds), pushing or pulling until your postoperative visit.¿ relevant medical information: on (B)(6) 2018: emergency room: ¿drainage from surgical abdominal incision, foul odor. Purulent, malodorous drainage from surgical incision, home health nurse noticed. Reports fever (highest 101.8) 2 nights ago. Abdomen: midline incision, small wound dehiscence approximately 3 cm, packing with some purulence. Impression/plan: status post infected mesh removal, now with wound dehiscence, wound infection. Oral antibiotics, discharge home, close wound care and surgery follow up. This wound will take considerable time to heal.¿ conclusion: implant #1 gore-tex® suture [no allegations, product ID not provided]. It should be noted that the gore-tex® suture instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without suture. These may include but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Product identification information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided.